Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative sleeve gastrectomy incision omentopexy, the device had a seal issue wherein there was an inadequate seal and bleeding of more than 500cc. There were activation and end tones heard, and the surgeon noticed the seal cycle was very quick during the initial surgery. The following day after the procedure has been done, the patient was returned to theatre due to severe bleeding from omentum. Reoperation or additional surgical procedure was needed to achieve hemostasis and the patient had to further stay in the ICU. The patient had a history of high blood pressure. Patient status was currently stable and at home.